Manufacturer narrative:
A maquet field service technician (fst) visited the hospital, and evaluated the device. The part that broke is the sterilizable handle support on a 20 year old surgical light. The fst described a clean break with no obvious pieces missing from the support. Photos taken of the light show that the sterilizable handle support was modified, compared to the specified version from manufacturer: a third party aluminium adapter was installed onto the original plastic support. Maquet has been unable to determine the origin of this modification or how long the third party device has been in use. The fst believes the customer presently uses soft glove handles which slide over this aluminum adapter. The incident was caused by the use of the foreign adaptor which is believed to have applied excessive stress to the plastic support during use. The installation of the aluminum adapter is inconsistent with the design of the light. The light was designed for use with plastic sterilizable handles that allow a homogeneous distribution of efforts during manipulations. The device has been repaired and is functional. The fst checked the other maquet lights to detect potential damages. No similar damage was found. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the surgeon attempted to adjust the spot light during an operative procedure, and that the handle of light broke off in surgeon's hand. No obvious contamination of surgical wound, antibiotic given and x-ray taken to attempt to locate any debris that may have fallen into the patient. (B)(4).